Event description:
It was reported that a percuflex ureteral stent was used during a left ureteral lithotripsy procedure, and, during implanting the stent, resistance was felt at the front end and could not be implanted smoothly, resulting to folds at the front and back end of the device. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Device code a040601 captures the reportable event of stent buckled material. Upon receipt at our quality assurance laboratory, this percuflex ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent buckled on both bladder and renal coils. Under magnification, it was possible to see that the renal coil tip and the suture hole were torn. Both the renal and bladder coils were kinked near the drainage hole. A functional evaluation revealed that when a sensor wire of 0.035 was inserted into the stent, some resistance was felt inside the device. The guidewire was able to fully pass through the stent, however, some resistance was felt due to the damages observed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. The positioner has to be loaded by the radiopaque tip of the positioner onto the guidewire and advance until it abuts stent. If the positioner was advanced with excess force over the guidewire, the stent could get buckled resulting in difficulty/unable to advance to the target site which could have caused the torn on the tip and suture hole and the kink on both coils. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex ureteral stent was used during a left ureteral lithotripsy procedure, and, during implanting the stent, resistance was felt at the front end and could not be implanted smoothly, resulting to folds at the front and back end of the device. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material.